Event description:
480 days after implantation of a taxus express2 drug eluting stent, a stent thrombosis occurred. During the initial procedure , a lesion was located in the 1st diagonal coronary artery with 90% stenosis. There was no calcification and mild tortuosity. The lesion was treated with a 2.5x16 mm taxus express2 stent. The pt was discharged the next day on a regimen of asa and plavix. The pt presented 480 days after the initial procedure with an in-stent thrombosis. The pt had stopped taking plavix four days prior, the relationship to the taxus stent was reported as probable. The thrombus was treated with balloon angioplasty. The thrombus was treated with balloon angioplasty. The pt's post-operative course was complicated by a small run of non-sustained ventricular tachycardia, for which he was given additional bera blockage. The pt was discharged in stable condition on plavix and aspirrin. The pt presented again, 640 days after the initial procedure, with a nyocardial infarction. The device relationship was reported as probable. The pt was treated with dilaudid, imdur, and metoprolol and was discharged the next day.